Event description:
Pt had a bard d/l 6 fr power PICC line inserted into the right basilic vein on 3/30/05. PICC was removed 4/14/05 at time of discharge. Pt had a cxr done a couple of days later that identified a possible left side foreign body. The pt was notified and came to the hosp three days later. CT check confirmed a radiopaque foreign body in the left main pa on the following day. The pt underwent percutaneous retrieval of the foreign body. It appears to be an unraveled piece of PICC introducer stylet or the guidewire that shredded from the safety univ micro kit (ptfe peel-apart sheath introducer 4.5 fr x 5 cm).